Event description:
It was reported the complainant stated "during incoming inspection found product broken."

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. It was further reported the product was not used on a patient. Additional information was requested. Note: issue occurred on (3) separate cases. A separate 3500a form has been completed for the other (2) cases. No additional patient/event details have been provided to date. Should additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.